Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient suffered infection due to staphylococcus aureus of the subcutaneous tunnel (tunnelitis).

Event description:
According to the reporter, during use, the patient suffered infection on the exit site. Three days after, it was cultivated and (B)(6) of the subcutaneous tunnel was confirmed. Three days after, the patient was diagnosed with tunnelitis. Nothing unusual was observed on the device prior to use. Flushing was done with physiological solution and the res ult was good. The product was not replaced and there was no leak. No cleaning agent was used on the device. The patient cleaned the exit site with physiological solution on a daily basis and dried it with gauze. After the infection, the patient cleaned it with hypertonic solution (na al 20%). Tego was not utilized and there was no luer adapter issue. The insertion site was treated following surgery protocol prior to product placement and there were no other product being utilized with the device. There were no other defects/damages observed on the product. Atopic gentamicine and oral ciprofloxacine was given every 12 hours. Vancomicine 2 grams intravenously c/5 days (7 doses) was additionally given three days after the gentamicine and ciprofloxacine was started. The device was used successfully and the procedure was completed. The infection was resolved and the patient was okay (in good condition).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.